Manufacturer narrative:
Citation: werner weber, ralf siekmann, bernhard kis, and dietmar kuehne. Treatment and follow-up of 22 unruptured wide-necked intracranial aneurysms of the internal carotid artery with onyx hd 500. Ajnr am j neuroradiol 26:1909¿1915 september 2005 the purpose of this study was to demonstrate endovascular treatment of wide-necked aneurysms of the internal carotid artery with the liquid embolic agent onyx hd 500. Between june 2001 and october 2003, a total of 22 patients were treated with onyx liquid embolic system hd 500. There is no permanent severe morbidity and no mortality at follow up. The authors conclude that the treatment of wide-necked, large or giant ica aneurysms with onyx hd 500 is a treatment option in these cases. The benefit is a primary high and stable occlusion rate and good clinical outcome. The device will not be returned for evaluation as it this event was reported though a literature review. There was no device issue reported during this event, and the balloon was inflated successfully prior to the rupture of the ica. There is limited information on this event, including what type of syringe was used to inflate the balloon, and what volume was administered. Vessel rupture is a known inherent risk of the procedure and is documented in the instructions for use (IFU). There is no evidence suggesting the balloon was defective. The cause of the reported event cannot be reliably determined, however, per the reported information, review of the IFU, and review of the literature to investigate this event, the most likely cause is procedure related. Additional information has been requested on the cases in this article, however, no response has been received. Should the information become available, a supplemental report will be submitted. Mdrs from this literature review: 2029214-2017-00677, 2029214-2017-00678, 2029214-2017-00679, 2029214-2017-00680, 2029214-2017-00681, 2029214-2017-00682, 2029214-2017-00683, 2029214-2017-00684, 2029214-2017-00685, 2029214-2017-00686, 2029214-2017-00687, 2029214-2017-00688, 2029214-2017-00689.

Event description:
Medtronic received information through literature review that the last inflation of the hyperglide balloon caused a rupture of the internal carotid artery wall and subsequent subarachnoid hemorrhage (sah). The patient was receiving onyx embolization treatment for an aneurysm in the ophthalmic segment of the carotid artery. The aneurysm dimensions were height of 15mm, width 7.5mm, and neck 6mm. The patient was asymptomatic. The balloon was introduced using a 5f microcatheter and placed above the neck of the aneurysm. The requisite balloon volume needed to seal the aneurysm was determined with a seal test. The last inflation of the balloon caused a rupture of the internal carotid artery wall. The rupture was treated by occlusion of the internal carotid artery with detachable balloons and coils. The subarachnoid hemorrhage that occurred healed without any consequence for the patient. The occlusion of the ica with a detachable balloon was tolerated without neurologic deficit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.